Manufacturer narrative:
This alleged failure mode poses a low risk to the patient since the drained battery did not prevent the companion 2 driver from performing its life-sustaining functions. The companion 2 driver has a redundant, alternate power source of external wall power and backup external batteries. The companion external battery will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR. (B)(4) initial (1 of 2).

Event description:
The customer reported that the companion external battery lost its charge after 15 minutes while in a companion 2 driver supporting a patient. The customer also reported that a subsequent test revealed the companion external battery lost its charge after 30 minutes. There was no reported adverse patient impact.

Manufacturer narrative:
The companion external battery was returned to syncardia for evaluation. The system management bus (smbus) data was reviewed and revealed no anomalous behavior or values. The reported low capacity condition could not be duplicated or confirmed. The external battery was tested, including battery discharge, and evaluation determined that the external battery functioned as intended with no evidence of a device malfunction. This issue will continue to be monitored and trended as part of the customer experience process. Syncardia has completed its evaluation of this complaint and is closing this file. (B)(4) follow-up report 1 (1 of 2).

Event description:
The customer reported that the companion external battery lost its charge after 15 minutes while in a companion 2 driver supporting a patient. The customer also reported that a subsequent test revealed the companion external battery lost its charge after 30 minutes. There was no reported adverse patient impact.